Event description:
A customer reported they obtained high readings on their precision xtra meter. It was reported that in the morning of this incident ,the customer's glucose level was higher than normal. Customer reported self-administering 8 units of novorapid by mid-morning, after which his reading was 155 mg/dl. Customer stated he went out and then fell into a hypoglycemic coma. Subsequently, he was taken to a hospital by the fire brigade. It was reported the readings obtained on the customer's meter were 70 mg/dl higher than those obtained on the hospital's meter, although exact readings are unavailable. It is unknown what treatment the customer received while in the hospital. The customer was alone when the incident occurred and has no recollection of exactly what happened. It was also reported by the customer that he did not know if he had washed his hands prior to testing. Comparison used was not a valid comparison. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.